Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the left ventricular (lv) lead was placed but the numbers were not great, and the physician was unable to remove the lead from the patient's heart. The physician extended the guide wire and then attempted to pull back on the lead, but it would not move. The physician advanced the delivery sheath to almost the tip of the lead and tried to pull the lead again, but it would not move. It was noted that the delivery sheath and guide wire moved freely through and around the lead, and the physician was able to cover the lead with the inner catheter up to the lead tip, but not over the tip. It was confirmed that there was no perforation. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lv lead exhibited high thresholds, and diaphragmatic stimulation was observed during implant.